Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they woke up to the insulin pump not working. They did not notice until they went to give a bolus. The caller reported that they noticed some condensation in the screen. They did not know how the condensation occurred. The customer¿s blood glucose level was 222 mg/dl. Troubleshooting was performed. The customer had been treating with manual injections since the insulin pump stopped working. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display, missing segment/partial display or audio/beep anomaly noted. Unit alarmed motor error during rewind due to moisture damage the motor home switch. Also, moisture damage electronic during visual inspection. Unable to perform operating current, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.